Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2022 at 07h58 = "hi mg/dl"(which on the system indicates a result in excess of 600 mg/dl) (B)(6) 2022 at 07h59 = 71 mg/dl (B)(6) 2022 at 08h17 = 365 mg/dl (B)(6) 2022 at 08h18 = 95 mg/dl the results were obtained using two different vials of test strips, it is unknown which test results were obtained on each vial.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (strip lot asku), is related to case with patient identifier (B)(6) (strip lot 479790).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.